Event description:
The pt slipped and fell. Following the fall, the pt experienced stimulation in the wrong location. The pt felt tightness in her back and around her stomach. Reprogramming was attempted, but they were unable to get results. The pt was seen by her physician to check lead placement; the lead was not dislodged. The physician put the stimulation back to the original program. The pt stated the stimulation was in the perfect spot. Two days later, the pt reported a change in stimulation. The stimulation parameters were changed, but they were again unable to find "the spot", so they reprogrammed the stimulator back to the program that the pt had when she came into the office; the pt reported that it was the perfect stimulation location. The pt called the physician's office later in the week and the physician told the pt that she could have the system removed or live with the limitations. The pt went into the office the next day and wanted to see someone. When no one was available the pt went to a different office, but was also not able to be seen there. The pt then went to the ER. At the ER, the pt stated that she was unable to turn the stimulator off. When someone arrived to turn off the stimulator, the pt stated that the stimulator was off, but it was in her leg. The pt was instructed to see her physician for reprogramming. It was noted at that time that the pt had a duragesic patch. Approximately a week later, the pt's niece reported that the pt still had stimulation in the wrong location. Since the adjustment approximately 3 weeks prior, the pt felt pain in her "butt". The niece noted the pt was having difficulty finding a physician to see her; there were also insurance issues. The pt wanted the same stimulation that she had during the trial. The niece felt that the pt may have unrealistic expectations for the stimulation therapy. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).